Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed at the time of the event. No parts were replaced in the system. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues positioning the system around the patient. They tried docking the system as the system was around the patient. The patient's arm was caught in the gantry as the site was trying to close it. There was a delay to surgery for less than one hour and the patient suffered bruising. Post procedure investigations revealed that the radiographer had mistakenly activated the transport brake.